Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014). The lay user/patient¿s meter has been returned on 08/22/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged that her one touch verio iq meter was displaying a message of ¿retest with new strip¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2014, she obtained the meter message, with two test strips vials (lot # unknown). The patient manages her diabetes with pills, diet and/or exercise and denied taking any action in regards to her usual management routine after the issue started. The patient also denied that she developed symptoms as a result of the issue; however, reportedly saw her hcp on (B)(6) 2014. The patient stated she was advised by her hcp to ¿monitor blood and check diet, take meds¿. At the time of trouble shooting, the cca was unable walk through resolving the issue as the patient reported threw the test strip vials away. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical treatment for either of these conditions after the issue began. However, this complaint is being reported because the alleged product issue was not resolved during trouble shooting.